Event description:
It was reported that the patient, shortly after the implant procedure, received an inappropriate shock due to oversensing of noise. The noise could be reproduced with manipulation. Also, the smart pass feature could not be programmed on due to a reduced intrinsic amplitude. The patient received a second shock after reprogramming. The local representative suspects this is due to air bubbles. Since the second shock, there has been no noise or inappropriate therapy. Technical services advised some programming options. There were no adverse patient effects. The system remains implanted.